Event description:
No patient involvement: the complainant reported that their aic (automated impella controller) had a broken purge clip. The device was removed from service as a result of the damage.

Manufacturer narrative:
The automated impella controller device was received from the customer on 03-mar-2023. Data analysis: imc logs revealed that there were purge pressure low and open alarms which could have been related to the reported issue. See imc logs attached. Device analysis: the console was tested after arriving in fs. The purge disc retainer was confirmed to be broken (broken blue disc retainer - see attached image). Before returning this console back to the customer, fs was instructed to replace the purge disc retainer, validate sensor accuracy via section 12 of the pm procedure (0042-7309), and perform a full functional check on the console and optical system (0042-7316).